Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called to report the insulin pump had not been delivering insulin. The customer had been experiencing high blood glucose for the last two days. Blood glucose reading was 440 mg/dl. Customer had treated the high blood glucose with manual injection. Troubleshooting was performed. No anomalies were noted. The insulin pump passed all functional testing. Advised that the insulin pump was functioning as designed. The customer did not feel comfortable with the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.